Event description:
Boston scientific received information stating the lead was capped due to a failure. Hospital: (B)(6) canada. Event date- (B)(6) 2011. Implant date- (B)(6) 2004, capped- (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).